Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported by the patient that she had a bunion removed and hammer toes corrected on the right foot on (B)(6) 2013 and suture was used. The patient experienced a severe reaction. Severe pain, pustules, infection, and redness which is still present with much tenderness. Additional information was requested.